Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" errors generated from the cell-dyn sapphire hematology analyzer. The error messages occurred shortly after installation and the customer cleaned and replaced the syringe twice with no resolution. The abbott customer tech advocate dispatched abbott field svc rep (fsr) to the customer facility. The fsr performed maintenance and verified the performance analyzer controls and resolved the issue. Shortly after, the customer reported the issue was unresolved and discovered another issue with the syringe. The fsr returned to the customer facility, replaced the syringe, verified controls were within range and resolved the hemoglobin syringe "fail to home" error messages. The customer reported there was no impact to pt mgmt.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.